Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The field engineer monitored the driver to home position and it didn¿t move as smoothly as it should. The field engineer installed the new device driver and proceeded with the system test. Everything passed and was able to make exposures. Ready to use. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2022, a brevera procedure was performed and during the procedure the brevera gave a drv 19:02 fault attempting to biopsy their target location. It appears that there may be a sample stuck in the line. The procedure was not completed, two incisions were done and the patient is coming back next week for another try. No additional information is available.